Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 17.1 mmol/l and 11.4 mmol/l. Tests were done within 10 minutes with a difference of 35%. Patient did not experience any adverse events. No further information has been reported.